Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion bluescreen after reboot. A technical support specialist applied knowledge article (ka) - medapplication not launching automatically; station at blue screen by deleting carefusion remote support service (rss) related folders and uninstalling the application through programs and features, then downloaded and installed the remote support service (rss) installer, successfully completed the installation and restarted the station. Verified that the station automatically launched med application under the carefusion application account upon reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on the carefusion blue screen after reboot. The customer confirmed that the device was fully staged, remote smart service (rss) was installed, and the medapp would launch only if the application was forced to open from the cfnadmin login desktop. However, there were no delays, adverse events or injuries reported based on this event.